Manufacturer narrative:
Continuation of d10: product ID 977006 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type implantable neurosti mulator product ID neu_unknown_lead lot# serial# uk6087546 implanted: (B)(6) 1990 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: uk6087546, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-aug-01, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that they were in a case to replace the ins and getting high impedances on all electrodes. One contact was high during a pre-op test with the 97702 (old ins being removed), values for electrodes 0 2 and 3 were normal. The caller had changed the programmed channel for the 1x4 lead between 0-3 and 4-7 and was not sure which header electrodes should be active because with both configurations all impedance values were high. All impedance values are high with the 977006 connected. The caller programmed two 1x8 leads to test all electrodes and ensure that the issue wasn't related to the port that the caller was programming. The caller indicated that all electrode values were still out of range. The physician removed the pocket adapter tail from the port, cleaned the connector, and reconnected it to the ins. The caller tested impedances and indicated that values 0 and 2 were within normal range. The caller read the following values:ref 3 0 1633ohms 2 1633 all other values are >4000ohms ref 2 0 1633ohms 1 40000 ohms 3 40000 ohms the issue was not resolved through troubleshooting. The caller indicated that they would proceed with the case and attempt to program the patient with the available electrodes. On 2023-aug-09, rep reported that ins was being replaced due to normal battery depletion. Patient has an old unidentified lead. When interrogated it says other lead. The cause of high impedances is unknown. Patient had not been seen for a long time. Patient was able to get effective therapy, was able to program around the effected electrodes. Ins was discarded. See related regulatory report #: 3004209178-2024-01622